Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the cassette started steady beeping in run mode and then continued in stop mode. After self-test, when attempted to restart, the pump started alarming no disposable, switching of this cassette to backup pump resulted in steady beeping during self-test but when pump powered on without cassette attached, when cassettes placed on pump it run resvol without alarm. Cassette due to be changed (B)(6)2022. No further details provided. No patient injury.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.